Event description:
It was reported that the device issued a wireless alert and transmitted remotely to the clinic. On the remote monitoring system, there was a message in the battery report section that the battery voltage was unable to be measured by the device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Sensing - oversensing 1 - vf=170 ms average v-cycle on (B)(6) 2011 14:35:37.